Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient has been experiencing numbness problems in his feet and legs. It was stated that it has been going on for 2-3 months. It was reported that the patient¿s healthcare professional (hcp) was ¿fixing to do a revision¿ on the patient¿s stimulator. It was noted that the caller was not exactly sure what was being revised, but it was stated that the plan was to put in a MRI friendly device. It was noted that the caller made speculative statements involving her own implant that have been omitted from this report. The caller stated that the patient¿s leads weren¿t ¿exactly right neither, also to find out if there was nerve damage or what was causing the numbness¿. It was stated that a revision had been discussed for ¿several months now¿. It was noted that (B)(6) had been a factor. It was stated that when the caller spoke to the hcp today, the workman¿s compensation approval had not reached their office yet. It was noted that the caller then called the manufacturer¿s representative who advised that she call patient services ¿to see what the hcp would be revising¿. The caller stated that the manufacturer¿s representative has been aware of all the issues mentioned in today¿s call, and that ¿for at least 5-6 months they have been trying to get it right for the patient¿. It was noted that the patient¿s programmer was stolen. The caller stated she was ¿concerned about replacing it because they didn¿t want to use their one time replacement if the patient was going to have both leads and ins revised/replaced because if the ins was replaced, the patient would receive a new programmer anyway¿. It was stated that the caller had a call into the hcp office and would wait to get an answer on exactly what was being revised and would call back if she needed to. It was stated that the patient could turn stimulation on and off with the recharger. **information was omitted that was related to (B)(4) - wife leads not right** additional information received reported that an email would be sent out to the relevant manufacturer¿s representative for additional information. Additional information received reported that the patient was having ¿a revision or getting the MRI system¿. It was further noted that the patient was waiting for workman¿s comp approval for a complete surescan replacement, claiming medical necessity. It was stated that the manufacturer¿s representative had spoken with the patient¿s wife ¿last week¿. It was noted that the manufacturer¿s representative would reach out to the patient. Additional information was requested but not available. It was stated that additional information would be gathered and updated when available. Additional information received reported that the manufacturer¿s representatives first heard of the potential for a revision surgery via the patient¿s wife, what had been in contact with the manufacturer¿s representatives about her own device needs. It was confirmed by calendar that it was (B)(6) when she first was notified for potential revision. It was stated that the manufacturer¿s representative first was notified about the patient symptoms of numbness, etc. In an email from the vigilance team (B)(6). It was noted that when the patient found out his wife was getting an MRI compatible system, he wanted one as well. It was stated that the manufacturer¿s representative ¿needed to discuss with hcp about medical necessity due to worker¿s comp covering it¿. It was stated that they would ¿need to dig into history more to determine need¿. It was reported that while the patient stated their coverage was ¿never right¿, the manufacturer¿s representative wasn¿t sure if that was true and needed to confirm with the hcp.

Event description:
Additional information received reported that the healthcare professional (hcp) wasn¿t going to have the revision surgery because of permanent damage to the patient¿s nerve from diabetes. It was stated that the hcp instead suggested reprogramming. It was stated that if the patient¿s nerve damage in his lower leg and feet improved then the hcp may reconsider revision to get coverage. Additional information received reported that the manufacturer¿s representative had not spoken with the hcp regarding this patient, and he had not seen the patient on the schedule for reprogramming. No additional information received.